Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). See MFR report #2023826-2016-00186 for right eye (od).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -8 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015, and the problem was resolved. Patient's last known bcva was 20/20 and ucva was 20/20 as of (B)(6) 2015.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn. Corrected data: patient code: (B)(4) (new incision) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).

Manufacturer narrative:
The description incorrected stated that excessive vault was reported. Low vault was reported. (B)(4).